Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced difficulty initiating warmup after pairing a dexcom g7 sensor to the ilet, with pairing progressing but the system not indicating sensor warmup until the user applied a magnet over the sensor, after which warmup began. Symptoms included no adverse clinical symptoms and no impact on blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user guidance to reinitiate the sensor warmup using a magnet swipe. Investigation of this case revealed a communication or initialization issue between the ilet and the g7 sensor that resolved with the magnet activation, consistent with transient pairing or sensor-start signaling behavior. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and transient communication during sensor initialization.